Event description:
It was reported that the stent moved on the balloon. A synergy ous mr 3.00 x 48 was selected for treatment. During the procedure while delivering the stent, the struts came loose. The stent moved on the balloon, but it was able to stay on the balloon. The device was removed from the patient and another synergy stent was used to complete the procedure. No patient complications occurred due to this event.